Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had experienced dyspnea. The left ventricular lead exhibited high capture thresholds as a result of dislodgement. The lead was explanted and replaced.